Event description:
Medical assistant working in bronchoscopy procedure room observed what appeared to be foreign substance staining inside of stainless steel biopsy port reservoir of bronchoscope. Dark red residue came off on cotton-tipped applicator. Upon examining entire inventory of bronchoscopes in mpu (medical procedure unit), similar residue/staining was discovered in five (5) other bronchoscopes. The initial bronchoscope was rewashed and high-level disinfected; and had no further visible residue/staining after same. It was put back into circulation. The remaining five scopes were sequestered for management follow-up. After additional reprocessing, only one of the five bronchoscopes had no further visible residue/staining. Reporter validated that the correct brush is being used in post-procedure manual cleaning process; and that staff verbalized appropriate steps of manual cleaning process.what was the original intended procedure?bronchoscopies.